Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventative maintenance. The root cause of the damaged battery is unknown. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
It was reported that during servicing of a flo-gard infusion pump, a damaged battery was found. No additional information is available.